Manufacturer narrative:
Up arrow button did not respond due to corroded keypad trace. Unable to test with transmitter due to button keypad anomaly. Insulin pump received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she had issues with her transmitter. The transmitter was not charging or linking. The up arrow button on the insulin pump was unresponsive. The customer had to press the button very hard to respond. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.